Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a pt. The hospital's clinical engineer stated that the ventilator did not contributed to the pt's demise but asked covidien to evaluate the ventilator in any case to verify proper functioning. The device was evaluated by covidien and passed all testing. The covidien service technician noted that the ventilator was plugged into an ungrounded ac adapter that was not in proper contact with the wall receptacle.

Manufacturer narrative:
The 840 ventilator operator's and technical reference manual states: "to ensure the ventilator is properly grounded and to protect against electrical hazard, always connect the ventilator ac power cord to a grounded wall power outlet.